Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient asked about resetting the ilet pump. This is due to the patient's recent weight loss and being on weight loss medication affecting blood glucose (bg), leading to excess insulin delivery and lows. The lowest bg reported was 61 mg/dl. The patient¿s endocrinologist had advised a reset, but they hadn¿t had time to call. Their most recent low occurred yesterday and was corrected with orange juice, after which bg stabilized. The patient experienced being shaky and sweaty during the event, however, the patient's bg was not out of range for 90+ minutes. The agent assisted patient with completing the ilet reset. No medical intervention required at the time of call.